Manufacturer narrative:
MDR(B)(4)/ initial 1 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that patient faced three infusion sets adhesive issue on (B)(6)2026 and the tapes was not sticking.